Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The investigation showed that battery acid leaked out of the battery. The acid led to corrosion on the battery contacts and to a power interruption. The insulin pump could not be started because of the corroded battery contacts. The user should only use quality batteries like those recommended by the manufacturer. As the problem mentioned is related to mishandling of the product by the customer, no corrective or preventive actions will be initiated.

Event description:
Pt reported, the infusion device gave a battery alarm while she was outside and unable to change the battery. When she arrived home, she noticed the infusion device would not turn on. Add'l info was requested, and it was reported the infusion device did not provide a w2 battery low warning before the e2 battery empty error. The infusion device was requested for evaluation. No physiological effects were reported and the pt did not require assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.